Event description:
It was reported that during the 6-month maintenance performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed both the pneumatic interface (pim) test and the drive manifold test. No patient was involved, and no harm was reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The fse replaced the pneumatic module assembly. The unit was then functionally tested without any further failures or issues. Following this service activity, the removed pneumatic module assembly was returned for further evaluation. The following investigation was performed by (B)(6) technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received part with a reported unit failure of the pim and drive manifold tests. Part was sent back without the safety disk attached. The fat performed a visual inspection and found the part to have some slight debris in tubing and the safety disk port that is difficult to see. The fat installed the pim in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual fails the pim test with leak diff. Pressure at 190mmhg. Drive manifold test failed with vacuum leak diff. Pressure at 41mmhg. Based on the investigation findings, the presence of debris and the measured leak differentials suggest potential component reliability issues or material fatigue, which may have contributed to the observed performance issues.

Event description:
It was reported that during 6-months maintenance the cardiosave hybrid intra-aortic balloon pump (iabp) malfunctioned. Pim test and drive manifold test failure. There was no patient involved.

Manufacturer narrative:
Other contact site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.